Event description:
Tap. It was reported that 182 days after implantation of a taxus express2 2.5x8mm drug eluting stetn, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal 1st obtuse marginal artery. Pre-intervention stenoeis was reported as 90%. The vessel was pre-dilated and a 2.5x8mm taxus stent was deployed in the lesion. A post intervention stenosis of 0% was reported. No information concerningthe calcification or tortuosity of the treated vessel was reported. No information was reported on procedure or post procedure medications. The patient was reported to have tolerated the procedure well. The patient presented 182 days after the initial procedure with an in-stent restenosis of the proximal 1st obtuse marginal artery. No information was reported on the percentage of in-stent restinosis . The in-stent restenosis region was predilated and a 2.5x8mm taxus stent was deployed in the in-stent restenosis region. Post-intervention percentage stenosis was not reported. No information was reported . No information as was reported concerning patient complications.